Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a patient (pt) reported a medical event to our affiliate in (B)(4). The pt reported the following information as follows: the pt reported that the pt had a regular check-up in (B)(6)2015 and the od was found to be fine. In (B)(6) 2015 the pt ¿felt sudden pain od while wearing acuvue oasys lens.¿ the pt ¿has forgotten about how old the lens was.¿ the pt reported that the pain persisted after contact lens (cl) removal. The pt reported that he/she was seen by an eye care professional (ecp) and was diagnosed with a corneal ulcer od. The pt reported that he/she was instructed to discontinue cl wear for a week and return to the clinic. The pt also reported that he/she was ¿told to avoid frequent use of cl in future.¿ the pt reported that he/she was prescribed eye drops (details unknown). The pt reported that ¿after recovery from the ulcer, the pt wore spectacles in weekdays and wore cl on saturdays and sundays until last week.¿ the pt reported that he/she is currently being trial fit for a 1-day type cl. The lot number is unknown and the suspect product was discarded. The pt refused the medical interview. No additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.